Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a, but patient does plan to explant due to the age of her implants. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with unknown size unknown textured saline implant on both sides is planning to explant the devices due to their age, and is concerned they may need to be replaced. Although the patient is planning to explant her breast prostheses, at the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.